Event description:
The customer reported that his blood glucose and insulin history. The pod was removed and he noticed the cannula was not inserted into his skin.

Manufacturer narrative:
The product will not be returned for eval. The user reported that the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No product lot number was reported; therefore, no qualification records were reviewed.